Event description:
It was reported by the customer that there's hole in tubing on bd vacutainer® push button blood collection set. Report 1 of 2 verbatim: customer reporting hole in tubing, 36xxxx bd pas product. Quantity of product affected? (Please specify the number of incidents) 2 incidents in same day. Who collected the sample (phlebotomist, nurse, etc.)? Both phlebotomy. Please describe the technique that was used to draw blood: venipuncture by butterfly. Are you using the device to collect blood with a wingset? Yes, both 23g butterflies with luer adapters. What type of tube are you using to collect blood? 12 inch.

Manufacturer narrative:
H.6 investigation summary "material #: 367342; lot/batch #: 3026449. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and it shows the product packaging. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and another 30 by submerged leakage testing and no issues were observed relating to hole in tubing as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode hole in tubing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by the customer that there's hole in tubing on bd vacutainer® push button blood collection set. Report 1 of 2 verbatim: customer reporting hole in tubing, 36xxxx bd pas product. Quantity of product affected? (Please specify the number of incidents) 2 incidents in same day. Who collected the sample (phlebotomist, nurse, etc.)? Both phlebotomy. Please describe the technique that was used to draw blood: venipuncture by butterfly. Are you using the device to collect blood with a wingset? Yes, both 23g butterflies with luer adapters. What type of tube are you using to collect blood? 12 inch.